Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information received: a photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows two clips from top view and clips can be seen not properly formed. Based on the photo, the event describe is confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during thoracic operation, clip applier el5ml didn't work properly. Clips didn't close as they should and resulted in some amount of bleeding but they managed to clamp it fast and used ligatures in the end. No blood products were administered and there was no patient consequence.

Manufacturer narrative:
(B)(4).batch # t92k57. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled and upon disassembly, the advancer was confirmed to be bent and 9 clips were found inside the clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.